Manufacturer narrative:
Revision: during time of report, consumer reported that the experience of choking sensation is a little bit better because they now prop him upright more and are using 1 spray of biotene moisturizing mouth spray instead of 3 sprays of biotene moisturizing mouth spray. Consumer further described that they also watch how it is sprayed into her son's mouth. Consumer had reported the experiences of acute bronchitis, lung aspiration, pneumonitis, aspiration of vomit, fluid in lung, non-specific reaction, sickness due to chest cold, coughing phlegm and congestion (unspecified) are resolved. The MFR's report number for this case is 1718912-2013-00018. Biotene is manufactured in (B)(4) in the united states. The lot number for this product is available; however, it is unk whether the product will be returned for qa testing. (B)(4).

Event description:
This case was reported by a consumer (mother of pt) and described the occurrence of aspiration of gastrointestinal contents into airways in a (B)(6) y/o male pt who received oral moisturizers (biotene moisturizing mouth spray) for thick saliva. A physician or other health care professional has not verified this report. The pt's past medical history included aspiration of liquids, choking, gastrostomy tube insertion and traumatic brain injury (tbi). Concurrent medical conditions included acute bronchitis, oral disorder reported as mouth is always closed due the tbi and thick saliva. On an unk date, the pt started oral moisturizers. At an unk time after starting oral moisturizers, the pt experienced aggravation of acute bronchitis / condition aggravated, medication aspiration, pneumonitis, aspiration of gastrointestinal contents into airways, fluid in lungs (unspecified), lack of efficacy, choking sensation, sickness, chest cold, cough, phlegm, ill-defined disorder (reported as her son will "gulp weirdly"), device misuse by using biotene for thick saliva and unspecified congestion. This case was assessed as medically serious by gsk. The pt was treated with a ten day course of steroids (unspecified) and antibiotics (unspecified). Treatment with oral moisturizers was continued. Consumer reported the experience of device for her son when using biotene moisturizing mouth spray further described that her son's mouth is always closed because of his traumatic brain injury so he always has really thick saliva. Consumer reported that she had been using the old formulation of biotene moisturizing mouth spray and it had worked so well. They would spray at least 3 sprays in her son's mouth a few times a day and it helped. Consumer reported that now that the formulation was changed, when she is spraying biotene moisturizing mouth spray in her son's mouth he is having a nonspecific reaction further described that he is gulping really weird and he wants to choke like a choking sensation. Consumer stated that since it comes out more in a stream (whereas it used to come out as a spray), that he is getting too much biotene moisturizing mouth spray in one area and she's worried that it got in his lungs. Consumer reported that her son was recently sick with a chest cold, coughing, congestion and after 7 days they took him to the doctor and he had phlegm. He was diagnosed with acute bronchitis, pneumonitis due to inhalation of vomitus and foods. Consumer was on 10 days of a steroid and antibiotics and he's doing okay now. Consumer wasn't sure if biotene moisturizing mouth spray made everything worse as far his diagnosis of acute bronchitis, pneumonitis due to inhalation of vomitus and foods. Consumer had used a bottle of the new formulation of biotene moisturizing mouth spray and now he is on is second bottle of the new formulation. Consumer further described that she wasn't sure if the biotene got into his lungs causing the fluid in his lungs which resulted in his chest cold, coughing, congestion, acute bronchitis and pneumonitis due to inhalation of vomitus and food.